Manufacturer narrative:
It cannot be determined if this device may have caused or contributed to the patient's experience. The patient's contact information was not provided therefore, no further information for this event can be requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Maude report (B)(4): volun (B)(6) 2015: dr. (B)(6), md. Dr. (B)(6) m.d. (B)(6) healthcare, (B)(6). Vitek kent prosthesis. On (B)(6) 1993 ear operation right external of otitis with serious otitis media. Urgent care clinic. From 2012 to (B)(6) 2013: treated in her ear due to resident illegally using device echoing back into (B)(6). Kent prosthesis caused hole in skull behind right ear and eventually led to retraction or being an invalid if blood were to drain into brain. Every day and night since approx 2005 above and resident of (B)(6), sleeping in vehicle, using a device illegally has caused inner ear problems. Prior to (B)(6) 2014 not sure name of device. She uses to view me probably she purchased on black market. She wears a hearing device and it is affecting my hearing over 8 miles away it could be a satellite device. In 1982 and 1984 two car accidents knocked jaw bone of sockets. Dr (B)(6) implanted kent implant. On (B)(6) 1982 implant deteriorated lower jaw bone. He in (B)(6) 1985 implanted vitech-kent prostheses. Began (B)(6) 1982 on going until explanted. Girl named (B)(6) began in mid 2000's using device hearing aid illegally viewing and hearing me echoes back into my old and new apartment addresses ((B)(6) residences and lots). Procedure right myringotomy performed on (B)(6) 1993 (vitek kent prosthesis left ear diagnosed as swimmers ear (B)(6) 2014). I believe infection caused by her ((B)(6) devices). When approx within 100 feet of their property, I took a lot of hot showers to relieve pain of her devices causing me pain and doctor diagnosed as swimmers ear. Told me I probably got my head under shower head and water got into earlobe infecting left ear drum. Swollen so bad, ear drops were prescribed. Wouldn't go into ear to heal it. It took over 2.5 months to get relief. I questioned validity of doctors' diagnosis because she only diagnosed on what I told her. Last month and even now ear drops residue frequently leaks from left ear. Main problem was vitech kent 1 renamed kent 2 prosthesis. Not informed by FDA from 1982 to 1991. By then I had nearly died being droped in a hospital by a psychiatrist and in 1991 when FDA notified me to get it explanted it had eaten a hole in my skull. Surgeries were done, 1 rib graft surgery explanting my left and right fifth rib and implanting it into my tmj left and right. Rib grafts crumbled in less than a month. Jaw moved around several times to stabilize occlusion. Hemorrhaged found dr (B)(6) at the time in (B)(6) university, (B)(6). Dr (B)(6) and his students did prior surgeries. (B)(6) was training them. Dr. (B)(6) explanted rib grafts and implanted walter lorenz implant. Reports included because too much data to write. Adjacent x neighborhood residents devices she is using to illegally view me are hurting my ears giving me ear aches, headaches and annoyance, invasion of privacy. Copies of documents I am to get done and seen asap because too much information to write. Laboratory data reports, tests, surgeries and dates on them indicate procedures done, when, kind, any other information you need I would have to give on phone as text. Rib grafts are in the (B)(6). I have flown over there to (B)(6) 4 times to get my rib grafts and a report on skin popping open and bleeding from vitek kent 1 (kent 2 explant). Too sick to stay. Didn't get report or rib grafts. Wrote them letter. Did you report this problem to the company: not necessarily the problem. Years ago biomet microfixation sent me a letter telling me their company was keeping track of device. In 2014, I phoned and was told by (B)(6) based company - not keeping track of device (walter lorenz) and implant anymore.